Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The hospital has reported no patient injury occurred.